Event description:
Hearaeus surgical, 575 cottonwood dr, milipitas, ca 95035. This letter is in response to your letter dated 3/11/96, referencing the above access number and medwatch report received from a user-facility. Although our investigation of this incident is not complete, our current determination is that this event is not reportable under the medwatch reporting program. The customer was contacted in an attempt to obtain further info. No injuries were reported as a result of this incident. It was determined that the laser system used during the incident was a laser sonics device, however the exact model number was unavailable. The customer reported that subsequent to the incident, the laser system was serviced by an independent contractor who determined that the laser system was fully operational and within spec. Heraeus surgical requested return of the lasersoncis g56d laser fiber for evaluation. To date, this fiber has not been received. If evaluation of this fiber changes our MDR reporting determination of this incident, add'l info will be sent to FDA at that time. If you have add'l questions, please contact me directly at: (408) 954-4208.